Event description:
It was reported that the patient underwent a procedure for l5-s1 alif with lt cage and rhbmp-2/acs to treat discogenic back pain and degenerative lumbar disk disease with low back pain at l5-s1. Patient also had implant of intrathecal pain pump. Medical records at 120 months post, the lumbar fusion procedure indicate the patient has chronic low back pain, lumbar radicular pain, and post laminectomy syndrome. Patient had placement of an intrathecal pain pump. At 122 months post-op, MRI of the lumbar spine shows ¿advanced discal degeneration, spondylosis and facet arthropathy with multilevel spinal canal and neural foraminal compromise. The spinal stenosis is most significant at the l3-l4 level where there appears to be a significant spinal stenosis. Advanced discal degeneration most pronounced at the l4-l5 level where there is prominent reactive endplate and vertebral body edema. Additional edema within the l3-l4 and l4-l5 facet joints. Given the pronounced edema and enhancement within the endplates and vertebra at the l4-l5 level, an underlying discitis at l4-l5 cannot be absolutely excluded although the current appearance would favor severe reactive endplate and facet changes secondary to degenerative arthropathy. Clinical correlation is requested. Postoperative changes the l5-s1 level. Spinal canal and neural foramina well-maintained.¿ notes indicate recommendation of surgical intervention with lateral fusion at l3-4 and l4-5 with posterior instrumentation. Patient began treatment of epidural steroid injections.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.